Event description:
The event occurred at the beginning of an unspecified therapeutic procedure. The procedure was completed using another device.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: b5, d9, h3, h4, h6, h11. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of the image pickup (charged couple device), flooding of cables, corrosion of electrical contacts, loose scope mount, degradation of imaging, main body cracks, and scope mount corrosion. Based on the investigation results, it is likely that the following led to the malfunction: it was confirmed that the image was defective due to cable failure. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the failure. Flooding of image capture, cable flooding, main body cracks, and corrosion of electrical contacts: this phenomenon was newly confirmed during an equipment inspection at the repair department. The cause of the failure could not be identified based on the information obtained from this complaint and the investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, that the camera head had poor quality image. There were no reports of patient harm.